Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): a partial lead [distal segment] was returned and analyzed. Primarily analysis revealed no anomalies.

Event description:
It was reported that the lead was attempted to be implanted, but was inappropriate for the patient anatomy and failed to fixate properly. The lead was not implanted; another lead was used. No patient complications have been reported as a result of this event.